Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a serious injury or death.

Event description:
It was reported to the manufacturer that high impedance was observed while interrogating the vns pt's device. It is unk if any pt manipulation or trauma occurred and if any x-rays have been taken. It is also unk if any interventions have been planned or taken. It is also unk if any interventions have been planned or taken. Good faith attempts to obtain additional info have been unsuccessful to date.